Event description:
It was reported that this left ventricular (lv) lead was dislodged and was confirmed through fluoroscopy wherein it showed that this lead was in the main body of the coronary sinus. Hence, this lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and was confirmed through fluoroscopy wherein it showed that this lead was in the main body of the coronary sinus. Hence, this lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement. It was concluded that this is a known inherent risk based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).